Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0260 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the wire broke off from one of our PICC trays and the hospital was curious to know if this was a technique issue with a new nurse or a manufacturer issue." Add info rcvd 01/13/2020: the PICC nurse was attempting to guide the catheter down the introducer and kept getting resistance. The PICC nurse made several attempts to get the PICC line down and kept getting great resistance. The PICC nurse pulled the PICC catheter out and tried to pull the ECG tracing wire back and that¿s when they realized the tip of the wire had broken and was still within the PICC catheter. The PICC nurse pulled the broke piece out of the catheter and the rest of the ECG tracing wire was securely in the PICC catheter. This catheter was discarded. Placement info: right brachial. What type of catheter securement was utilized: this catheter was removed immediately and was never secured.